Event description:
Surgeon advised the sales consultant that a patient experienced multiple vertebral fractures and was implanted from t10-l4. Post operatively the head of one of the screws in l5 separated from the body of the screw. Patient was returned to the operation and both screws at l5 were removed and the surgeon cut off the ends of the rods. The surgeon then created a 'fusion bed' hoping the patient will fuse. Patient has requested the implants.

Manufacturer narrative:
DHR review found no discrepancies noted that would be associated with this complaint. DHR showed there were 100% visual inspections for nonconformances and 100% function tests to verify that sleeve was retained and free to move and screw could articulate 360 degrees at assembly prior to release. The investigation could not be completed, no conclusion could be drawn as no product was returned.